Event description:
Implant was removed on (B)(6) 2015 which occurred under a year after a prosthetic restoration due to mobility and an infection. At time of implantation, augmentation was performed and stability and osseointegration was achieved. Bone quality type was iii.

Manufacturer narrative:
The reported event has been determined to be a post placement implant failure. Early implant loss suggests that the source of the problem is likely to stem from procedural errors and bone quality. Poor bone quality and infection are common reasons for complications occurring during the initial healing period.